Event description:
The following was reported to gore: on december 5, 2023, the patient underwent an endovascular treatment of the left distal side dilation of a non-gore stent graft (endurant stent graft) using gore® excluder® iliac branch endoprosthesis devices and a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). An iliac branch component was implanted in the left iliac artery, and an internal iliac component and a 7 mm x 79 mm vbx device was implanted in the left internal iliac artery. The vbx device was implanted distally. About a week later, a CT revealed the left internal iliac artery occlusion. No additional treatment was performed. The physician stated that the cause of the occlusion is unknown. He also said that this is a guess, but it is possible that the occlusion was caused due to the vbx device being implanted in the tortuous site. Reportedly, blood flow of the left superior gluteal artery was observed clearly by an angiography during the implantation procedure of gore® excluder® iliac branch endoprosthesis devices and vbx device.

Manufacturer narrative:
H.6: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H.6: code b20: device remains implanted and therefore not available for direct analysis. H.6.: code d12: according to the gore® excluder® iliac branch endoprosthesis (ibe) instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, embolization (micro and macro) with transient or permanent ischemia, endoprosthesis occlusion, and occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.